Event description:
It was reported that during the procedure, the aiming beam started coming out straight from the tip of the laser fiber. The procedure was completed with a second fiber. There was no patient complication.

Event description:
It was reported that during the procedure, the aiming beam started coming out straight from the tip of the laser fiber. The procedure was completed with a second fiber. There was no patient complication.

Manufacturer narrative:
The device was not available for analysis; therefore, no physical analysis of the product could be performed, and the reported device performance allegation could not be confirmed. A review of the device history record (DHR) confirmed that there was no evidence of deviations or nonconformance's in the manufacturing processes. A labeling review was performed on the device instructions for use (IFU) cited to do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Based on the information provided on this investigation, the most probable cause is unintended use error caused or contributed to events since the interaction between the user and device or sample caused or contributed to the error, this includes unintended inappropriate use of the device and incorrect sample preparation.